Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely. It was noted that implantable cardioverter defibrillator exhibited far r-wave oversensing. No intervention was performed. There were no consequences to the patient.